Event description:
Customer reported a hospitalization event for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 580 mg/dl. The customer stated he was hospitalized due to diabetes ketoacidosis and dehydration. He was being treated with injections and a low carbohydrate diet. Customer also stated his insulin pump passed the self test. He also stated his cannula was bent upon removal. The customer's drive support cap appeared to be normal and there was no air bubbles present in the tubing. The customer was also able to confirm that insulin was able to exit the tubing. The customer's blood glucose had declined to 370 mg/dl at the end of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).